Event description:
Procedure: unk. Reportedly, the pt sustained a 1/4" burn that was treated with bacitracin ointment. When speaking to the contact at the facility no additional details were available or furnished.

Manufacturer narrative:
Our technicians received one force 2 generator for evaluation, a device history review shows no service histories recorded for this generator. A safety test was performed on the generator and the unit was found to function within specifications. The generator was tested and the following readings were outside of specifications; coag output at 30 watts, handswitch output power, bipolar high frequency leakage current at 70 watts, high frequency leakage currents for monopolar pt return rf leakage for cut at 70 watts, and rem pulse-duty cycle. All of those specifications are related to calibration measures and are not considered to be attributable to a pt burn. Other measures were observed to be operating incorrectly, these include, the maximum rf pulse width, a lack of handswitching function, and no low voltage coag mode. None of these conditions are believed to cause or contribute to the pt burn. Although valleylab found incorrect readings during our tests, we cannot reliably determine a cause to the reported incident based on our findings. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.